Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician tried to reposition the lead but due to patient's anatomy, the physician was unable to place the lead in the coronary sinus lateral branch. Hence, the physician opted to explant the lead and replaced with a new one. This lead was no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to non-product experience. Additional information indicates that the lead was confirmed to be dislodged and exhibited undersensing. The lead was dislodged for a long period of time. The physician attempted to revise the lead but the patient¿s heart failure condition was worsening. Thus, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).